Manufacturer narrative:
Neither valid product code nor lot number were provided for the product used during treatment. No product was returned for evaluation. Physical evaluation, full investigation or definitive conclusions were limited without adequate information or product to evaluate. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. There is no objective evidence to suggest a direct link between the surgical site symptoms and products used during the procedure. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that patient had right shoulder pain with tightness, weakness, decreased range of motion that started on (B)(6) 2018. Recurrent right rtc tear started on (B)(6) 2018. This was treated with medication therapy and physiotherapy however as it is an ongoing issue, a surgery was planned.